Manufacturer narrative:
H2: correction - the product return date for the products analyzed in the previous report is june 20, 2024, not july. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the cable, lot number: 170829, was returned and analyzed. The returned cable had no physical damage and passed a continuity test with no opens or shorts detected. There was no problem found. Codes b01, c19, and d14 apply. The uninterruptible power supply (ups), lot number: 22350022, was returned and analyzed. The ups was tested with a known good battery. Immediately after powering on the ups, the red err light was flashing and remained flashing for the duration of the test. The ups was then tested for 24 hours and tested without issues. The voltage was also checked on all ports and was in range. The only issue found was the flashing err light. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: ups 9735787 main cart s8 svc cable 9735772 extrnl main to cam s8 svc cable 9735772 extrnl main to cam s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. The cable and ups were replaced. The re placement cable was noticed to have damage to it when shipped and a different cable was used. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart was experiencing intermittent episodes in which it would shut off while the system was connected to wall power. The representative opened self test application on the system, the camera cart battery was at 85% and the main cart was fully charged. The system was removed from wall power and after 3 minutes both batteries still had over 80% battery remaining. After reconnecting the system to wall power, the main cart battery was charging while the camera cart appeared to continue to drain its battery. After reseating the cart to cart cable the camera cart battery appeared to continue to charge. There was no patient involvement.